Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. The customer reports the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During device examination, the following issues were noted: the forceps channel port and suction cylinder were sheared; the universal cord was wrinkled; the control unit was discolored; and the bending section cover adhesive was chipped. Examination showed the following components were scratched: universal cord protector; scope connector cover unit; lock engagement lever; lock engagement knob; both directional knobs; switch box; connector cover; scope cover; scope connector; universal cord; hand grip; control unit; switch button 1; and connecting tube. Functional testing showed that the bending angle in the up direction did not meet with specifications. The up/down knob had excess play. These directional issues were caused by a worn angle wire. Testing also showed the foreign material blocked the nozzle and the device did not meet with specifications for water removal ability. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's insertion part was bitten. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.